Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
The manufacturing representative reported via the consumer that the patient was getting a two leads placed in epidural space for spinal cord stimulator (scs) implant. The physician was only able to place one lead midline at the top of t8. Impedances were tested in procedure room and all were within normal limits. Post-op the patient felt a lot of pain in the left side of the back down to her left foot. The physician wanted the manufacturing representative to try and turn on the stimulator however the patient was in a lot of pain and did not want it on at the time. The patient stated that the left side of her back and left leg down to her foot was very painful and she could hardly move it. It felt as if it was heavy and numb. They waited for 30 minutes to see if the patient would feel better but they did not. The cause of the event was possibly lead placement in procedure as it was difficult for the physician to place the lead. After a few hours the physician recommended that the patient be sent to the ER for further evaluation and possible MRI to make sure everything was okay. Later the manufacturing representative reported that an MRI was performed while the patient was in the hospital and it was negative. The cause of the leg pain and weakness was not known, however it was a difficult implant due to scar tissue and placement of lead was difficult for physician. Actions and interventions as a result of the event was that the patient was sent to the emergency room a few hours after the implant as a precaution. A manufacturing representative followed up with the patient and the patient was feeling a lot better. The manufacturing representative was able to program the patient to get good stimulation coverage for her painful areas. Relevant medical history included: non-malignant pain